Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.

Event description:
It was reported that during a procedure using the ambient hipvac 50 wand ifs, allegedly a small piece of metal from the tip of the wand dissolved and fell into the surgical site. The piece of metal was retrieved and surgeon is confident that no other debris was left in the patient. There were no significant delays or patient complications reported as a result of this event.